Event description:
It was reported that the customer was admitted to the hospital for high blood glucose levels and diabetic ketoacidosis. The customer stated she woke up with high blood glucose levels and was unable to move. No further information provided.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications.